Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g6 failed to pair and provide readings on the ilet, resulting in dosing stopped notifications and repeated prompts to start or warm up the sensor despite entering sensor codes and attempting device restarts. Symptoms included hypoglycemia, with the user reporting a lowest glucose of 45 mg/dl for approximately 15 minutes, treated with oral glucose, and receiving low and urgent low alerts without needing assistance or medical intervention. Outcomes included temporary interruption of automated insulin dosing and user-directed management of glucose with oral carbohydrates and a corrective injection. Investigation included stepwise troubleshooting, re-entry of sensor pairing codes, confirmation of sensor warmup status, device toggling and restart, review of sensor history showing sensor expired and dosing stops soon, and counseling on possible transmitter expiration and contacting the cgm manufacturer. Investigation of this case revealed persistent cgm-to-ilet pairing failure consistent with a nonfunctional cgm sensor session and a potentially expired transmitter, preventing glucose data from reaching the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a cgm component issue external to the ilet leading to loss of cgm data and suspension of dosing.